Manufacturer narrative:
The customer's provided calibration recovery contained multiple errors. The customer's qc recovery was not provided. The instrument alarm trace contained sample aspiration errors on the date of the event near the time the sample was processed. The investigation determined that the issue found by the field service engineer was the root cause of the event.

Manufacturer narrative:
The field service engineer replaced various parts and performed adjustments and cleaning's.

Event description:
The initial reporter received questionable ise results from the cobas 6000 c (501) module. The reporter provided an example of discrepant results for 1 patient sample tested for ise indirect na, ci for gen.2. The initial sodium result was 119 mmol/l and the repeat result on a different c501 analyzer was 134 mmol/l. The initial chloride result was 90 mmol/l and the repeat result on a different c501 analyzer was 103 mmol/l. The customer was receiving noise errors on the analyzer prior to testing. The questionable results were reported outside the laboratory. The repeat results were deemed to be correct. The electrode lot numbers and expiration dates were asked for but put provided.